Manufacturer narrative:
G4:26mar2021. B4:13apr2021. Based on information received, it has been identified that MFR report#: 2031642-2021-00135 is the correct report and is the primary complaint. MFR report#: 2031642-2021-00395 has been identified to be the duplicate and should be nulled. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02feb2021.

Event description:
The customer reported that the unit keeps shutting off. The customer contacted product support and requested for service repair. A service quote was sent to the customer. The customer reported that the unit was not in use on a patient.